Event description:
A malfunction was reported on the pump, and no notable events had occurred before this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction code. The customer was informed to continue using the pump and to call back if the malfunction code recurs.